Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension; product ID 3389s-40, lot # va0uj5l, implanted: (B)(6) 2015, product type lead; product ID 3389s-40, lot # va0uj5l, implanted: (B)(6) 2015, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
A manufacturing representative reported the patient¿s implantable neurostimulator (ins) pocket was infected. The patient had redness and swelling at the subclavicular site. The infection was unable to be cleared with oral antibiotics so the ins and extensions were removed. The manufacturing representative later reported the patient was still being treated with oral antibiotics and they were not sure how long the treatment would last. The patient¿s indication for use is parkinson¿s dual and movement disorders. The leads were left implanted and the patient would be re-implanted with an ins and extensions once it was safe and the infection was totally cleared.

Event description:
Additional information received from a manufacturing representative reported the patient was getting an implantable neurostimulator (ins) implanted on (B)(6) 2015.